Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized for a high blood glucose value of 406 mg/dl at the time of the incident. Customer's current blood glucose was 252mg/dl. The customer was not experiencing symptoms and was treated with a shot of insulin. Nothing will be replaced or returned.